Event description:
Information received from the field does not address the patient's clinical status but notes that patient presented post-implant with a bipolar right ventricular lead impedance of >2500 ohms. There was also no capture in the bipolar pacing configuration. The patient was being supported by the left ventricular lead. The device was programmed to unipolar configuration.